Manufacturer narrative:
Unit received with partial display due to cracked lcd glass. Unit received with cracked case corner of the belt clip rails near the battery compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the long crack beginning from the top of the insulin pump all along the length of battery tube. Customer's blood glucose level was unknown at the time of the incident. The device will be returned for analysis.